Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with two proglide devices relative to a coronary interventional procedure. No femoral angiogram was taken. Reportedly, both devices failed in the arterial suture mechanism. Other unspecified devices were used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The reported unspecified failure mode could not be verified as the returned device analysis indicates the device was successfully deployed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. In the absence of all components returned for analysis or a specific failure mode reported, a conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.